Event description:
On (B)(4) 2013 verathon was made aware of an event with a glidescope granger monitor (video laryngoscope system) that failed during an emergency care procedure. No adverse event was reported to verathon at this time. The health care provider stated that they had identified physical damage to the monitor prior to use, however, decided to use the glidescope ranger monitor despite the observed damage. During the procedure, the monitor failed (monitor failed to show image) and an alternate method was used to successfully intubate the pt. The health care provider noted that the failed ranger monitor did not cause a delay in treatment. After the procedure, the device was inspected by the health care provider and found to be functional, but cracked and separating at the seam. It was reported to verathon on (B)(4) 2013 that the pt was declared clinically dead on (B)(6) 2013 and he died from his injuries. Health care provider and verathon medical investigation concluded that the ranger monitor was not in any way causal of the pt death.

Manufacturer narrative:
The device was returned to verathon and evaluated on (B)(4) 2013. Confirmed extensive physical damage to device. Visible exterior damage to front and back exterior shells of device. The monitor was in two pieces, both the front and back halves were completely separated. Observed boss screw posts that should be holding the two halves together were broken; screws were not able to fully engage into damaged boss posts. Found that physical damage to back shell/battery assembly was cause of not being able to power the unit on. The health care provider stated that the damage was caused by handling.